Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an intermittent connection with the wireless module, despite the module being attached properly. The pole clamp mount was screwed in holding the module in place. The device also exhibited fault code: 41100 and was repeated but usually with a different 'fault data line 2'. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair in overall good condition. The device has not been repaired in the last 12 months. Error history log confirmed fault code 41100, wireless module alarm. The cause was a faulty wireless module. The wireless module to be replaced when stock is available. Device passed functional and accuracy testing.